Event description:
Caller reported a cgm error 42 regarding their sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process. After the reset, the error code did not appear again, and the caller successfully initiated their sensor session.